Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the lead that migrated and was removed had been discarded as there did not appear to be anything wrong with the lead. However, the reporter also noted that she was not sure the devices were explanted and as far as she knew the devices were still in the patient. Based on device registration, the ins and lead were explanted (B)(6) 2013.

Event description:
It was reported that a patient¿s lead had moved up from initial implant and the patient had a revision on 2013 (B)(6). It was noted that a surgical lead and implantable neurostimulator (ins) were implanted. The reporter stated that the surgery was as expected, the device was checked in the operating room for impedances, and the device was not turned on after surgery and that was to be done at the post-operative appointment. See MFR report 3004209178-2013-19303 for information about the patient¿s death two days after the revision surgery after the new system was implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medical professional from the hospital did see a note in the record that a manufacturer representative (rep) was present for the revision on (B)(6) 2013, but a name was not recorded. There was no record of the removed device being sent to materials in the hospital. It did not appear that the patient came back to the hospital after he was discharged from the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an outpatient scs (spinal cord stimulator) revision. The patient complained of pain in the abdomen from the scs. There was no pain increase when the stimulator was turned off. The patient had chronic pain that radiated into the knee with numbness and tingling in the leg. Apre-operative physical exam on (B)(6) 2013 showed the incisions were well healed. X-rays showed it appeared the paddles had migrated superiorly ____ vertebral body____. The impression, pre and post-operative diagnosis was a failed scs. There was a mechanical complication of nervous system device/implant/graft. Treatment was a scs revision with battery exchange. Per the preadmission assessment, the patient acknowledged the consented procedure was fixing the stimulator wires. The patient was to be given cefazolin 1g intravenously by the or. It was noted that the patient was given this antibiotic at 1426. During the procedure, the wires were grasped and the spinal cord stimulator came down into its right position but there was fear that the wires fall loose. The physician stripped the paraspinous muscles off at that level. The old spinal cord stimulator was removed. A laminotomy was created on the level below the spinal cord stimulator. The new implant was placed up in midline and fluoroscopy obtained with satisfactory position. The wires were sutured in position. Paraspinous muscles were closed and subcutaneous tissue was closed. Prior to complete wound closure, the wires were placed down into the old battery. The incision was made over the old battery. The battery was removed and a rechargeable battery was placed. The wires were tested and found to be in good position. The pocket was closed. There were no complications per the surgeon. The patient was discharged in stable condition to the post anesthesia care unit (pacu) where he was monitored. The patient had post-operative pain (B)(6). The patient had post-operative pain 9/10. The patient was discharged to home (ahr routine discharge) at 1802 on the patient had post-operative pain 9/10. The patient was discharged to home (ahr routine discharge) at 1802 on (B)(6) 2013. .

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) required revision after approximately five months from insertion. It was noted that the device stopped working: suspect battery failure and/or lead fracture." Additional information received reported that there were not any malfunctions seen. It was noted that the lead had migrated up somehow in the spine and which was why a revision was done.